Event description:
Call reported to hospital dispatch reporting burning odor in the nicu. Electrician responding to call found power cord connecting a waldmann exam light to ge omni-bed was overheated. The exam light -male end power plug- which was plugged into the back of the ge omni-bed displayed severe signs of charring. Bed and exam light were removed from service and brought to the biomedical shop. Upon further investigation of the exam light power plug, it was identified as an electricord brand power cord with a solid ground pin and black bridge. Ge healthcare was notified of this occurrence.